Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam.the patient alleged visualization of particles. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation.an internal visual inspection was completed by the manufacturer. The manufacturer found dark, unknown contaminant on the top enclosure, front panel, rear enclosure, and bottom enclosure, unknown contaminant on the blower, dust contaminant as well as a hair-like particle on the blower seal, an unknown dust contaminant inside the blower and on the blower box. The manufacturer also found evidence of liquid ingress in the blower box. The device's downloaded event log was reviewed by the manufacturer and found error e-4. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of dark unknown contaminant on iso port, unknown dust contaminant and a dark contaminant on the flip lid seal, unknown dust contaminant and unknown particle contaminant on the lift trayand bottom enclosure, unknown dust contaminant on the the dry box seal, hair-like particles and unknown contaminant on the rear enclosure, unknown dust contaminant on the heater plate.the heat shield found to have a discoloration to it, possibly from liquid ingress. The manufacturer concludes evidence of sound abatement foam degradation or breakdown.